Event description:
As this rn was getting blood cultures the blood collection system had a hole or opening in it where blood was pouring out of IV tubing instead of filling up the syringe. Lot number 117946400.